Event description:
The user facility reported that during a urinary stent exchange procedure the guidewire became caught on the endoscope through which it was inserted. When the user pulled back to withdraw the guidewire some of the coating was sheared off inside the scope. The detached piece was retrieved. A second guidewire was passed through the same endoscope and as it was being withdrawn a one-inch piece of coating sheared off inside the bladder. This piece of coating was retrieved, also. The procedure was completed successfully and there were no patient complications reported.